Manufacturer narrative:
Additional information:concomitant medical products, device evaluated by MFR, plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An pre- accelerated stress test (ast) of 1000 ml 15 minutes was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s observational admission for hypotension, as the event occurred during the dwell cycle of pd therapy. However, per the pdrn the event was unrelated to the utilization of any fresenius device or product. Hypotension is a common complication among pd patients for a variety of reasons. Based on the information available, the liberty select cycler can be disassociated, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with disconnecting the patient from the cycler. During the call the patient contact stated that the patient was being disconnected because they had to be taken to the hospital due to very low blood pressure. The patient was in a dwell cycle before disconnecting. The patient's peritoneal dialysis registered nurse (pdrn) reported the patient¿s hospitalization was < 24 hours in duration. The patient was admitted on the morning of (B)(6) 2019 for evaluation and was discharged in the afternoon (details not provided). The event was unrelated to the utilization of any fresenius device or product. The patient is reportedly continuing pd therapy and has recovered from the event.